Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. There is no repair available for this malfunction so the returned device was scrapped.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, there was no signal regardless to which monitor the blade was connected. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.